Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Troubleshooting for pump expose to fluid was performed the customer's blood glucose level was unknown at the time of the incident. The customer stated that they fell in a pool and wore the same pants the whole day and noticed later that a button error alarm was received. The battery was taken out and the insulin pump only had the back light on and was beeping. Button error/keypad anomaly troubleshooting was performed. The customer stated that falling in the pool was the significant event leading to the keypad issues. The customer stated that there was no time or icons on the screen anymore. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display, button error alarm due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.